Event description:
A customer reported experiencing a malfunction alarm with their pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after following the guidance, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue arose again, which the customer acknowledged and understood.